Event description:
This is a supplemental report to initial report 3005862821-2021-00010 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on (B)(6) 2021 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
1. All manufacturing and qc records (doc#: (B)(4)) of the suspected meter (serial#: (B)(6)) and strips (lot#: d190820-1) had been reviewed at 04-29-2021 and no nonconformance of the retained meter (serial#: (B)(6)) and strips (lot#: d190820-1) had been found. Investigation details had been recorded in the document, product complaint investigation form, (case#: (B)(4)). 2. Return meter (serial#: (B)(6)) was used to re-examined its setting and all functions, but there was no response from the meter while inserting the strip. Standby current (2.5 ua) of the return meter met acceptance criteria (< 55 ua). 3. Return and retained strips (lot#: d190820-1) were re-tested by using return meter (serial#: (B)(6)) and retained meter (serial#: (B)(6)) with any valid control solutions (batch# of level low: 9ah1a99 and exp. By 02-2022; batch# of level high: 0ah3a17 and exp. By 12-2022), respectively. Only results by using the retained meter met the acceptance criteria (level low: 35~85 ; level high: 220~330), and desiccants of both strip vials are still functional (orange color). 3.1 return meter w/ return strips: failed (level low and level high). 3.2 return meter w/ retained strips: failed (level low and level high). 3.3 retained meter w/ return strips: 64/65 (level low) and 276/280 (level high). 3.4 retained meter w/ retained strips: 66/62 (level low) and 280/279 (level high). 4. The malfunction of the return meter resulted from deformed pin of the connector after the investigation. The connector was passed insertion/withdrawal testing at least 10,000 times, and the meter guaranteed to operate properly under normal usage. Also, all meters were passed glucose measurement testing before shipping. Therefore, user's improper operation might cause the malfunction of the meter.

Manufacturer narrative:
No nonconformance was found after okb reviewed all manufacturing and qc records (doc#: (B)(4)) of the suspected meter (serial#: (B)(4)) and strips (lot#: d190820-1). The meter was shipped to (B)(4) on 12-24-2019. Strips were manufactured on 08-20-2019 and will expire in 08-2021. Because the suspected items was not returned to okb, the retained meter (serial#: (B)(4)) was used to re-examined its setting and all functions, and no malfunction occurred. Also, retained strips (lot#: d190820-1) from okb's warehouse were used to re-test by the retained meter (serial#: (B)(4)) and any valid control solutions (batch# of level low: 9ah1a02 and exp. By 02-2022; batch# of level high: 0ah3a17 and exp. By 12-2022). Re-testing results as below met the acceptance criteria (level low: 35~85 ; level high: 220~330), and desiccants of the strip vial are still functional (orange color). 2.1 retained meter w/ retained strips: 63/60 (level low) and 307/291 (level high). The root cause of the complaint was unable to be verified without the suspected items and more critical information. Therefore, the complaint has to be closed out if no further action or information from the user.

Event description:
End-user stated that medical attention was sought on (B)(6) 2021 around 10:00pm at home. End-user stated that she tested her blood glucose with her prodigy meter and received a result of 589mg/dl. A normal result for that time of day is usually around 190mg/dl. End-user stated that she felt unwell ,very thirsty, and tired so she called paramedics. End-user stated that no food drink or medication was consumed while waiting for the paramedics. Paramedics arrived within 3 minutes and tested the end-use with their meter and received a result of 483mg/dl. Then end-user was transported to (B)(6). Upon arriving at the hospital, the end-users blood glucose was 628mg/dl. She stated that she was given a glucose IV and insulin and given potassium. The ER doctors did an EKG, x-ray, and a urine test. The end-user is on a sliding scale for her novolog that is as follows 60 units in the morning, 25 units before each meal, 60 units at night. The end-user stated that she was at the hospital for 8 hours and discharged with a blood glucose of 255mg/dl. The end-user was told to follow up with her primary dr. She also stated that there were no changes made to her medications before or after seeking medical attention. No additional information was provided.